Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, a guide wire tip fracture occurred. The physician was treating a 100% occluded lesion located in the left anterior descending (lad) artery. While manipulating the blockage with this 182cm luge j-tip guide wire, approximately 2 to 3mm of the guide wire tip fractured and became embedded in the lad lesion. No attempt was made to retrieve the tip because it remained embedded in the lesion. The physician believes the tip is in a location that does not put the patient at risk. There were no further reported patient complications due to the fractured guide wire tip. The procedure was terminated with the occlusion unresolved. The patient was put on medical management.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).